Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the guidewire is bent so that it will not glide through the catheter.

Manufacturer narrative:
(B)(4). The customer returned one arterial spring wire guide with the tubing attached. The catheter over needle was not attached nor returned with the assembly. Visual examination revealed one major kink and several locations of offset coils. Microscopic examination confirmed the defects on the guide wire; however, potential signs-of-use in what appears to be biological material was observed on the guide wire tubing. Additionally, biological material was observed on the underside of the lidstock. No other defect or anomalies. The guide wire length and outer diameter were measured and were found to be within specification. The major kink in the guide wire was located 14mm from the distal weld. A manual tug test revealed that both the proximal and distal welds were intact and secure. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed." Additionally, the IFU warns, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed one kink and multiple offset coils on the guide wire body. Microscopic examination confirmed the defects and revealed potential signs-of-use in the form of biological material on the guide wire tubing and the underside of the lidstock. The guide wire passed all dimensional and additional testing. Additionally, a device history record review did not reveal any relevant manufacturing issues. Based on the sample received, the probable cause of the guide wire kinking in the package could not be determined as the catheter over needle was not returned and signs-of-use were discovered on the sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guidewire is bent so that it will not glide through the catheter.